Event description:
The facility representative reported an ipump with a condition of "cannot get past priming." This condition occurred during programming/setup in the "obstetrics" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump that cannot get past priming was not confirmed nor reproduced during product evaluation. Quality engineering grouped this malfunction with an air in line sensor. The root cause was an air in line sensor failure on the mechanism assembly. The mechanism assembly was replaced to fix the reported condition. A service history review revealed the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. If additional information is received, a follow-up medwatch will be submitted.